Event description:
It was reported that an ilet pump could not be unlocked and a crack was observed on the device housing, leading to a screen that was not usable and prompting replacement and transition to backup therapy. Symptoms included no injury. Outcomes included interruption of ilet therapy and continued use of cgm via a separate dexcom app or receiver. Investigation included device replacement logistics and instructions for data handling and shutdown. Investigation of this case revealed physical damage to the pump consistent with a cracked screen or housing and inability to perform the unlock function. It was concluded that the device experienced physical damage resulting in loss of intended function, and a replacement was provided while the original unit is to be returned.